Manufacturer narrative:
The pump was programmed with the correct time and date. The pump was programmed with several boluses, and was monitored. All boluses were delivered and recorded properly during this period. The pump passed self test and other error tests. The pump had minor scratches on the lcd window, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram error. Customer stated a temporary basal was not programmed before the unexpected restart and the insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery and it is recurring during normal use. Blood glucose value was 119 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.